Event description:
The customer reported that the sys would display an error message on the screen and then go through the shut down process uncommanded. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ups (uninterruptible power supply) was replaced. The sys was then found to be operating as intended.